Manufacturer narrative:
The device was returned to Olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
It was reported that the Gastrointestinal Videoscope was sticky on the flexible shaft starting at the 40 marking and ending by the 70 marking. There were no reports of patient harm or injury.